Event description:
It was reported that the patients ipg had migrated. It was also stated that during a lead procedure the ipg showed irregular impedance. The patients ipg was replaced and that the patient was doing well postoperatively.